Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery, weak battery and failed battery test. Customer's blood glucose at time of incident was unknown. The customer was advised that we send a replacement battery cap. The customer was advised to monitor pump.